Manufacturer narrative:
It is unknown if there was patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. A service history of the past three years for part number 394.44 with lot number(s) 8935652 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is july 21, 2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the chain broke. The repair technician reported the spring nut was missing, and the chain was broken. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: chain and connecting cotter pin, spring nut. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the chain of the end piece with double joint broke and failed inspection. There was no information available regarding where the device was when it broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: july 21, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot number 8935652 belongs to the semi-finished part 11310, which is a component of article 394.44. Therefore the DHR review is only for article 11310 with lot number 8935652. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was received at customer quality with missing spring nut and a weak chain to pin connection. The ring which connects the cotter pin chain to the device housing has weakened (opened) and no longer is rigid. This complaint is confirmed. The complaint condition was able to be replicated at customer quality. The returned end-piece with double joint (part#394.440) is an instrument used in the large distractor for femur system and large distractor for tibia system to aid in fracture reduction and provisional stabilization per technique guides. Drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number provided (8935652) is for a component piece of the entire device. The lot number for the entire device is either 9153475 or 9236064. (B)(4). A review of the device history records for both potential lot numbers was completed: lot 9153475: manufacturing location: (B)(4). Manufacturing date: september 23, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9236064: manufacturing location: (B)(4). Manufacturing date: november 06, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.